Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a shaft break occurred. When a 2.50mm x 20mm maverick 2 balloon catheter was unpacked, it was noted that the delivery shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous hypotube and shaft kinks. There was a hypotube separation 60.1cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. When a 2.50mm x 20mm maverick 2 balloon catheter was unpacked, it was noted that the delivery shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.